Manufacturer narrative:
Implant date: unknown. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 -10.50/1.5/011 (sphere/cylinder/axis) implantable collamer lens was removed and replaced with a lens of longer length and different power on (B)(6) 2023. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: device evaluation: lens was returned in liquid in a vial. Visual inspection found a haptic torn. Claim#: (B)(4).